Manufacturer narrative:
The returned device was evaluated. Visual inspection reveals potential cross threading of the screw on one side of the connector, as the wedge shape is not present. A functional examination confirmed that on one side of the connector, the screw would not rotate. This inability to rotate the set screw does not allow the connector to mate with a rod. The other side has no issues and accepts a rod. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The cause of the mating issue between the rod and this cross connector can be attributed to the jamming of the set screw. The set screw possibly jammed due to cross-threading while tightening. Cross-threading may have been caused by attempting to connect to rods that were too far apart/at extreme angles.

Event description:
It was reported one side of a vitality transverse connector was jammed and would not secure to the rod. A new connector was used to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported one side of a vitality transverse connector was jammed and would not secure to the rod. A new connector was used to complete the procedure. There were no reported patient impacts.